Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked zebra connector on the lcd screen. The unit also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a cracked end cap.

Event description:
It was reported via phone call that the customer's insulin pump had an unclear display screen. The patient's blood glucose at the time of incident was 9.0 mmol/l. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.